Event description:
It was reported that the patient had no symptom control. The patient was not feeling stimulation and caller was trying to increase the stimulation. She was getting a screen and she was confused because she was not sure what to do. The patient turns on the programmer by pressing the upper blue button on the right side of the programmer and turns off the programmer by pressing the middle blue button. Caller was able to use the programmer and verified stimulation was currently off. The patient was able to turn on and verified. She was currently on program 3 at 1.4. The patient was not able to feels stimulation and has had no control of his symptoms. The doctor told caller she could make adjustments to the ins(stimulator) and she would like to turn up stimulation. She increased stimulation to 3.8 which the patient states she was feeling stimulation strong but comfortable. Caller would like to leave at current setting to see if it will help with his symptoms. The patient had not felt stimulation for about a month which was why she wanted to increase the stimulation. Caller states that since implant the patient had not had control of his symptoms. Caller states the patient can go to the bathroom outside but cannot go to the bathroom inside and he had to self cath. The doctor was not aware the patient was still having the same symptoms. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va0pzya, product type lead. (B)(4).